Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test the power management tool shows that pump alarmed power loss and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at j6/pcb 1. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected pump error alarms, or power loss alarms noted during testing. Pump was received with scratched case, pillowing keypad overlay, cracked retainer, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had that the insulin pump had malfunction. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.